Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported by the patient's parent that, for two days, when they programmed an extended bolus on the patient's omnipod dash controller/personal diabetes manager it would not be delivered. The patient's blood glucose value increased to 20 mmol/l (360 mg/dl). No information regarding treatment was provided.